Event description:
A user facility's biomedical technician (bmt) reported that a 5008x hemodialysis (hd) machine¿s ultrafiltration (uf) did not engage during a patient¿s hemodialysis (hd) treatment. The patient successfully completed treatment with no patient serious injury or medical intervention required. The patient suffered a panic attack when they reached the waiting room to leave. An ambulance was called. It is unknown if the machine has been returned to service. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.